Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cpu battery was low. Replaced single board computer and reloaded all software and cal files. The system was tested and found to be working as intended and placed back into service.

Event description:
The 9900 system failed to boot-up in the morning on several occasions. There was no pt involved with the incident.